Manufacturer narrative:
Add'l info from the distributor regarding this case was that the physician did not clean the fiber tip at 44,000 joules. The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap was fractured and partially broken off. The root cause of the device failure was determined to be tissue contact and embedment. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage. The component code 814, fiber, is used in conjunction with the device code 3005, output issue.

Event description:
Customer reports decrease in fiber vaporization efficiency at 44,000 joules. The procedure was completed with another fiber. No pt injury was reported. Reference MFR# 2937094-2012-00095 regarding the first fiber used in this procedure.